Event description:
Baxter homecare services representative (hcsr) left a voice message for corporate product surveillance (cps) (B)(6) 2011 after cps's business hours to relay report received on the same day from the home patient (hp) for one cassette where leaking was detected. Hcsr provided. Baxter product surveillance contacted the care giver (cg) on (B)(6) 2011 regarding reported problem. The cg stated that the leak occurred during prime. The cg stated there seemed to be a small pin hole in one of the lines. The cg stated when they noticed the leak, they immediately stopped the machine, and ended the therapy to start over with new supplies. The cg stated the patient never connected to the leaking set. The cg stated there were no negative effects caused by this; they were able to continue therapy without further problems. They have not had any similar problems since. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint for this leak complaint is not confirmed, because a batch review could not verify the problem and the sample were not returned for evaluation. There was not enough information given in the event description to determine an assignable cause code for this complaint coded as leak. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available; however, the lot number is known, a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.